Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation rite electrical test but failed rite functional test. The assignable cause for the rite failure was determined to be damaged vsr transducer tubing. Baxter will continue to monitor similar reports to determine if further actions are required.